Event description:
A right subclavian central venous catheter procedure is performed where it is possible to canalize the subclavian vein with a single puncture , with the passage of a metallic guide using the seldinger technique , without tension or resistance, subsequent passage of the dilator, then passage of the three-lumen central venous catheter. A metal guide removal attempt is not possible, despite several attempts. The removal of the entire device was decided due to the risk of vascular injury and/ or guide entrapment. A medical device is changed requesting a new catheter kit where a single puncture canalization is performed again in the same place, achieving catheter passage without any complication or inconvenience.

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
Qn#: (B)(4). A patient death occurred six days after the reported event. The cause of death is unknown currently. Additional information requested but not received at the time of this report. No report that the alleged issue with the device was a factor in the patient's death.

Event description:
A right subclavian central venous catheter procedure is performed where it is possible to canalize the subclavian vein with a single puncture, with the passage of a metallic guide using the seldinger technique, without tension or resistance, subsequent passage of the dilator, then passage of the three-lumen central venous catheter. A metal guide removal attempt is not possible, despite several attempts. The removal of the entire device was decided due to the risk of vascular injury and/ or guide entrapment. A medical device is changed requesting a new catheter kit where a single puncture canalization is performed again in the same place, achieving catheter passage without any complication or inconvenience.